Event description:
It was reported that a wound drain that was placed in 2008, during a radical retropubic prostatectomy broke in half at the placement site during removal of the drain. No problems were noted during the placement of the drain. The drain was reportedly monitored and maintained per hospital protocols. During removal on two days later, no resistance was noted, however, breakage of the drain occurred half way down the length of the drain at the placement site. The pt was returned to surgery for the removal of the indwelling drain section. No further complications were reported.

Manufacturer narrative:
No lot number info was provided for eval. A partial drain measuring approximately 12 inches long still connected to a 100 cc evacuator was returned for eval. The broken area was noted to be jagged and a black suture was observed to be coiled around the partial drain. The jagged edge at the break site indicates excessive force having been applied to the drain beyond its tensile capabilities. There was no evidence of any manufacturing issues that may have caused or contributed to the reported issue in the returned, actual sample. The internal rejects history showed that there have been no tensile failures recorded on this device for over a two year period. In process, qa performs visual inspections to verify that the product is free of cuts or tears on the surface of the drain and also performs break strength testing per an approved test method. Standard labeling of instructions for use shows: to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks.